Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
It was reported that on (B)(6) 2010 the patient underwent percutaneous coronary angioplasty in the right coronary artery (rca), during which at total of five promus stents were implanted, one in the ostial rca, one in the proximal rca, two in the mid rca and one in the distal rca. The procedure was successful. On (B)(6) 2010, the patient was complaining of chest pain and a cardiac catheterization was recommended. During the cath procedure on (B)(6) 2010, the two promus stents in the mid rca were found to be 75% restenosed, the remainder of the stents implanted in the rca were patent. The restenosis was treated with the placement of a non-abbott stent. The patient was discharged on (B)(6) 2010. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed in the lab due to lack of sample available. Based on the information obtained from baxter's investigation, the root cause was due to the patient placing the solution bag on an unstable surface and the solution bag disconnected during therapy. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice unit during dwell 1. The hp stated a supply bag fell off the table. The technical service representative (tsr) assisted the hp to cycle power to clear the alarm. The hp confirmed to restart the setup with all new supplies. On (B)(6) 2010 product surveillance spoke to the nurse who stated the patient was doing fine. No patient injury or medical intervention was reported. No additional information was provided.